Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that when the rod was inserted into the screw head with a persuader, the screw head came off the screw shaft. The screw and rod were removed and replaced with new ones. There were no broken fragments. There was a surgical delay of hone hour and no adverse consequences to the patient.

Event description:
It was reported that when the rod was inserted into the screw head with a persuader, the screw head came off the screw shaft. The screw and rod were removed and replaced with new ones. There were no broken fragments. There was a surgical delay of one hour and no adverse consequences to the patient.

Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment. Result: the customer reported event was confirmed via visual inspection. There were no broken fragments left in patient. The screw was returned in 2 pieces. There was deformation onside of the tulip locking ring and deformation on the screw shank head, indicative of the tulip being over angled in one direction. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. As a new harm " of 60 minutes surgical delay" was identified during this investigation, non-conformance was opened for this complaint. Conclusion: the most likely root cause is the tulip was over angled while persuading as seen by the deformation on the screw. It is also unknown if the surgeon applied cantilever force that would cause the screw to become over angled and disengaged.